Manufacturer narrative:
Clinical review: at this time, there is no allegation or documentation that indicates the liberty select cycler caused or contributed to a serious adverse patient outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during step one of set up a patient was having difficulty closing the cassette door during set-up. The patient reported the door popped open and the cassette fell out. During the call the patient reported having been admitted to the hospital. The technical support representative advised to discontinue use of the cycler and the cycler was replaced. Additional information has been solicited, at this time no additional information has been provided.

Event description:
...

Manufacturer narrative:
The reported symptom code cassette door does not open/close was not confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler passed the 15 minute simulated treatment. The cycler passed the safety clamp testing without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.